Event description:
Dislocation - generator repositioned; specify location; other location, specify; prescapular etrathorakal. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).